Event description:
Report received indicated end user developed a red, splotchy adn itchy rash under tape collar approximately 6 to 7 weeks ago prior to complaint receipt. No additional information was provided. Pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form.